Manufacturer narrative:
This foreign report is being submitted on 26-may2017 for a device product that is considered same/similar to a us marketed device (bab water block plus 3/4in 30s). This closes out the report unless additional significant information is received.

Event description:
This spontaneous report was received on 05-may-2017 from a health authority ((B)(6)) reporting on a (B)(6) -year-old male consumer from (B)(6). The medical history and concomitant medications were not reported. On (B)(6) 2016, the consumer started using band-aid clear waterblock 5 (bond-aid transparent waterproof band-aid), replaced about every three or four hours a day, to prevent bacterial infection and accelerate wound healing of scratch on the finger (route cutaneous, lot number 151206a and expiration date 30-nov-2017). After two days, while replacing the device, the consumer noticed that, his skin became white at the paste part of the device that looked like the skin was soaked in water. The device was not used further. It was mentioned that, the customer did not have any further discomfort and he just thought that it was aesthetically undesirable. The consumer did not use any other product concomitantly. After three days, the event resolved. This report was assessed as serious (medically significant). The company causality was assessed as related.